Event description:
It was reported that the pt underwent an anterior cervical discectomy and fusion (acdf) at c5/c6 and c6/c7. The pt was seen for follow up approx one month later for pain with swallowing and dysphagia. The pt was experiencing some neck pain, with no arm pain. X-rays showed displacement of the lower cervical screws at c7. The screws protruded 3mm. The cephalic screws were not at an unusual angle. Reportedly fusion had occurred. The pt is scheduled to undergo revision surgery at the end of the month for plate removal.

Manufacturer narrative:
(B)(4): the screw remains implanted. X-rays were not provided. With the available info, a cause or contributing factor cannot be identified.